Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. The product and data were evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. The reported allegation of a pair new transmitter alert was not confirmed. The reported allegation was not found. However, a failed transmitter error was found in connection to the reported allegation. The reported event of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.